Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent called and reported there were air bubbles in the tubing, close to the reservoir end. Customer's blood glucose was 339 mg/dl. It was stated the approximate size of the air bubbles was an inch and there were four of them. It was further stated the insulin pump was not rewound with the reservoir in place and the insulin had been stored at room temperature. There were no leaks found in the infusion set. After a set change, it was stated there were air bubbles in the reservoir. Assistance was provided with filling the new infusion set and priming it. It was advised the reservoir would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.